Manufacturer narrative:
Investigation results: the implantable pulse generator (ipg) and spinal cord stimulator (scs) adapters were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had healing impaired. The patient had antibiotics and cultures were taken and sent for review. The patient underwent a full system explant procedure and was doing well post-operatively. The explanted device was disposed of.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient had an open wound due to healing impaired. The patient was administered antibiotics. The patient underwent a spinal cord stimulation (scs) system explant procedure and was doing well postoperatively. The explanted device was discarded.